Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the user had several gaps in data as the user stopped using the system and was no longer interested in using the system. As the user refused to provide more information or troubleshoot, no further troubleshooting or investigation was possible.

Event description:
On february 28 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.